Event description:
It was reported that the patient's Right Ventricular (RV) lead exhibited loss of capture, and it was observed that the lead had perforated. The physician elected to explant the RV lead and replace it with a new one. The patient's condition remained stable.